Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) showed possible oversensing of electromagnetic interference during five monitored atrial tachycardia/ atrial fibrillation episodes on stored electrograms (egm). The ICD remains in use. No patient complications have been reported as a result of this event.